Manufacturer narrative:
The device was not returned to edwards for evaluation as it remains implanted. The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Bioprosthetic tissue valves can deteriorate with time and eventually fail contributing to regurgitation and/or stenosis. Regurgitation which develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration. Structural valve deterioration (svd) is the most common reason for bioprostheses explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Regurgitation may also develop progressively if host fibrotic tissue, or pannus, grows onto the bioprosthetic valve. Pannus, a cause of nonstructural dysfunction, may interfere with functionality of the device by restricting the leaflet motion leading to abnormal coaptation. Attempts to retrieve additional information is in process. If additional information is received a supplemental MDR will be submitted. Based on the information received the cause cannot be determined. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a patient with a 25mm porcine mitral valve implanted for six years, four months, underwent valve-in-valve procedure due to mitral stenosis and regurgitation. A 26mm transcatheter valve was placed inside with good results. A small leak around the surgical valve sewing ring was also plugged.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Updated sections b5 and b7.

Event description:
It was reported that a patient with a 25mm valve implanted for six years, four months, underwent valve-in-valve procedure due to mitral stenosis and regurgitation. A 26mm valve was placed inside with good results. A new paravalvular leak between the surgical valve and the native annulus at 10 o'clock was successfully closed with an 8 mm plug. The patient tolerated the procedure without difficulty. The patient was discharged on pod #4.